Event description:
It was reported that during preventative maintenance performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed the fill manifold test. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d5, d9,e1(initial reporter, event site email), e2, e3, e4, g2, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, health effect ¿ impact codes, investigation conclusions), h11. The fse replaced the helium reservoir assembly and the valve,relief,9.0 psig and the device passed fill manifold testing. Multiple gfe's were sent to address if safety and functional tests were completed and were met with no response. If new information becomes available the record will be updated. No patient involved and no harm reported.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) failed fill manifold test. No injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.